Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with cystoscopy, hysterectomy, and repair of bladder injury, due to menorrhagia, dysmenorrhea, and first degree prolapse, and sui. Following insertion the patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure, including the use of a catheter and toviaz to deal with continued urinary incontinence and two emergency room visits with leg, pelvic and groin pain, bloating, and incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent lysis of adhesions and appendectomy on (B)(6) 2012, due to rlq pain, and previous hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
It has been reported that following insertion the patient experienced increased frequency of urination and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced increased frequency of urination and urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 11/14/2016. (B)(4). It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted concurrently with a hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure, including the use of a catheter and toviaz to deal with continued urinary incontinence and two emergency room visits with leg, pelvic and groin pain, bloating, and incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.